Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported during contouring of the meniscus the ar-8400td 4.0mm torpedo shaver broke into two fragments while in the knee. One fragment was retrieved. The second fragment could not be retrieved and was left in the body.